Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the customer was experienced high blood glucose. The customer¿s blood glucose level was 575 mg/dl. The customer was reported other blood glucose value such as over 500 mg/dl, 539 mg/dl. The customer treated for high blood glucose with syringe. The customer did experienced symptoms of high blood glucose value such as nausea, vomiting, abdominal pain, difficulty breathing. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was reported that the drive support cap was normal. The insulin pump will not be returned for analysis.